Manufacturer narrative:
Device remains implanted in patient. Additional suspect device components involved in the event: model: sc-8116-70 description: artisan 2x8 paddle lead this is a final report.

Event description:
It was reported that the patient underwent a revision due to seroma. The physician removed the seroma and the patient was reportedly doing well after the procedure.